Event description:
Complainant alleged that while treating a pt the device was attached to the pt via adult defib electrodes; however, the device recognized the electrodes as pediatric and was unable to increase energy over 50 joules. Complainant indicated that the pt was converted to a non-shockable rhythm, however subsequently expired.

Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.